Event description:
It was reported that while attempting to place the stylet through the right ventricular (rv) lead during an explant procedure, the stylet breached the lead insulation at the distal site, causing the lead to unravel. The physician subsequently chose to cut the proximal end of the rv lead and surgically abandon the remaining portion. A leadless pacemaker system was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.